Manufacturer narrative:
Additional information: section d9: device availability: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Date returned to manufacturer: 11/15/2022. Device evaluation: one (1) opened patient interfaces was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, residue or smears. The reported issue could not be confirmed. Based on the information obtained, there is no indication of product malfunction or product deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints per global complaint trending. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that there were residue/smears on the cone. The procedure was switched due to nervous patient. No further information was provided.

Manufacturer narrative:
Age at time of event: unknown/ not provided. Date of birth and gender: unknown/ not provided. Patient weight: unknown/ not provided. Ethnicity and race: unknown/ not provided. Several attempts with the account were done to find if the residue was found during the device inspection prior to use however, no information was provided. Telephone number: (B)(6). At the time of the investigation, product was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. The manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.